Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre meter. Customer reported receiving readings of 419 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre meter. Customer reported receiving readings of 419 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. A valid lot number was not provided. A valid serial number was not provided for the libre reader. The manufacturer of libre readers was contacted to conduct an internal investigation, and they determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the libre reader and no trends were identified that would indicate any product related issues. Dhrs (device history reivew) for all precision strips within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for precision strips and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.